Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported due to repositioning, xen®45 gts was too hydrated and curled. Surgery was completed with anther xen®45 gts. The device has been explanted from the unknown eye.